Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets detachment event on 30-dec-2024. The site of detachment was hub. The infusion set was in use for 4 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.